Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dashboard in carelink clinic was not available. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7350.

Manufacturer narrative:
Carelink clinic dashboard not available "an attempt to reproduce the reported event processing system with current production version was conducted and confirmed the issue is reproducible. This issue is confirmed. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the retina software requirement and specification listed under sw doc field. After conducting a thorough investigation, we have found that this issue is due to the priming activity performed before the production release. During the priming process for clinics, initially set the ""dat priming in progress"" flag to true for all clinics and clear the flag only after the priming is completed for each specific clinic. This cause the message to be displayed for patients of clinic for which priming was in progress. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the banner was automatically removed after the priming completion testing performed by: (B)(4). Investigation performed by: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.